Event description:
It was reported that during use, this console did not operate properly and caused a surgical delay of one hr. This resulted in use of another brand of prod to compete the surgery. There was no report of injury with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the console was rec'd for eval. During testing, the console displayed a "torque limited" error message and would not operate the handpiece. Further investigation found this problem related to control board failure. A corrective action was implemented to address this failure mode. Conmed linvatec will continue to monitor this prod for failures.